Event description:
During patient's vecuronium drip the smith's 3500 syringe pump spontaneously stopped and alarmed "biomed." The unit had a stored error for audible alarm background failure. The system checks the audible alarm circuitry in the background while the pump is running. If this test fails the pump has to be taken off of the patient. This is the third error of this type with this pump this year. This same failure has occurred in january, april, and in august. This is a common problem with this model pump and it is difficult to resolve. This problem is seen in this model pump regardless of the pump age: multiple serial number devices are involved and devices vary in age. Smiths medical has us test the speaker, a capacitor, and a circuit board when the error occurs. Often times there are no problems found with any of these components. This has been a problem over time with a number of model 3500 pumps. The manufacturer has been aware of this problem. This type of event presents a delay in critical therapy to the patient. If the medication in the pump must be delivered over a specific time period, such as chemo, the staff must recalculate the infusion rate for the patient. These factors, including human factors, increase risk to the patient.====================== manufacturer response for syringe pump, medex (per site reporter).====================== they continue to have us check the speaker, capacitor, and circuit board.